Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-105904 ¿ ringloc liner ¿ 398780; unknown head ¿ unknown part and lot; unknown cup ¿ unknown part and lot. Customer has indicated that the product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02331.

Event description:
It was reported that patient underwent a hip revision approximately 15 years post implantation due to heterotopic ossification. The head and liner were removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.